Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50. Serial/lot: (B)(4). Description: infinion 16.

Event description:
A report was received that the patient underwent a revision due to lack of therapy and coverage. During the procedure, high impedances were observed on both leads. The physician replaced and repositioned both leads to attempt to recapture therapy in the pain areas. One of the leads was cut during the revision. Patient was stable post operatively and had coverage of all pain areas.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 16.

Event description:
A report was received that the patient underwent a revision due to lack of therapy and coverage. During the procedure, high impedances were observed on both leads. The physician replaced and repositioned both leads to attempt to recapture therapy in the pain areas. One of the leads was cut during the revision. Patient was stable post operatively and had coverage of all pain areas.

Manufacturer narrative:
Analysis of lead sc-2316-50 sn (B)(4) revealed that the complaint has been confirmed. Visual inspection of the lead revealed that the proximal end was fractured between contacts #9 and 10. X-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. It appears that excessive tensile force was exerted onto the lead and it resulted in the reported complaint. A review of the manufacturing documentation for the sc-2316-50 sn (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision due to lead migration. The patient was experiencing lack of therapy and coverage. During the procedure, high impedances were observed on both leads. The physician replaced and repositioned both leads to attempt to recapture therapy in the pain areas. One of the leads was cut during the revision. Patient was stable post operatively and had coverage of all pain areas.